Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered three times in thirteen days for right ventricular (rv) pacing impedance out of range on the right ventricular (rv) lead. It was noted that the alerts triggered due to the rvtip to rvcoil pacing impedance measurements below the lower limit. The rv lead remains in use. No patient complications have been reported as a result of this event.